Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a recognition issue. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis could not replicate or verify the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No errors found in logs. No product issue was identified. Additional observation not reported by site: the instrument was found to have a broken grip cable at the distal end. A review of the provided image was consistent with the customer reported complaint. The probable root cause of the customer reported issue cannot be determined since the issue could not be confirmed and may be due to other factors unrelated to the product. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.